Manufacturer narrative:
The device was received at the plant for analysis. A visual inspection was performed and revealed the bladder was ruptured. A microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured while being filled with sodium chloride solution. It was further reported that the fill volume was below maximum volume allowed for the infusor. There was no patient involvement. No additional information available.